Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a loss of pacing and sensing. It was confirmed that the lead had dislodged. The lead was programmed off and later repositioned. The lead remains in use. No patient complications have been reported as a result of this event.